Event description:
Litigation papers allege the patient suffers from pain, numbness, loss of mobility, infection, and elevated metal ion levels.

Manufacturer narrative:
Update: 8/29/2012 - operative reports were received. The patients second revision was due to pain and instability. The surgeon noted that a component of his instability was due to his component position/length issues. However, as the cup and stem were well fixed, it was elected to leave them in place and implant a constrained liner. Additionally it was noted that trouble was experienced during insertion of the replacement liners (-4, -5) into the cup. It has now been reported that the revised devices were not from the asr platform, as originally reported. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner, head or depuy device as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
After review of the medical records for MDR reportability, the revision operative note indicated pain and instability. There was no mention of infection or increased metal ions. The 4th and 5th product's MDR decision are being re-evaluated as the two liners both broke while trying to implant them. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner, head or depuy device as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2012 - operative reports were received. The patient's second revision was due to pain and instability. The surgeon noted that a component of his instability was due to his component position/length issues. However, as the cup and stem were well fixed, it was elected to leave them in place and implant a constrained liner. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.